Manufacturer narrative:
Follow-up #1 date of submission 12/11/2015. Device evaluation:the device has been returned and evaluated by product analysis on 11/30/2015 with the following findings: during testing, the pump powered on to a blank display. The display screen was damaged/cracked. A test screen was installed and displayed normally. Unrelated to the complaint, the keypad cover was torn at the top right corner between the up arrow and contrast buttons.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.